Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, caesarean section and uterine leiomyoma. Concomitant products included drospirenone + ethinylestradiol (yasmin). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine enlargement ("enlarged uterus"), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping") and fatigue ("fatigue"). The patient was treated with surgery (surgery to remove essure/total laparoscopic hysterectomy, bilateral salpingectom, da vinci platform.). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, uterine enlargement, genital haemorrhage, abdominal pain lower and fatigue outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, pelvic pain and uterine enlargement to be related to essure (ess205). The reporter commented: discrepancy noted : insertion date as per current mr is (B)(6) 2006. No. Of coils: the essure device were placed very easily on the 1eft-hand side to a coil length of 3 and the right-hand side to a coil length of 4 without difficulty, both deployed without difficulty at all. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2021: mr received. Reporter information , concomitant drug added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine enlargement ("enlarged uterus"), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping") and fatigue ("fatigue"). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed. At the time of the report, the pelvic pain, uterine enlargement, genital haemorrhage, abdominal pain lower and fatigue outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, pelvic pain and uterine enlargement to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.